Manufacturer narrative:
One sample returned for evaluation. Visual inspection did not reveal any obvious defects. Inflation testing was performed by inflating the cuff with 8 cc of air using a syringe to check the inflation behaviour. The cuff inflated partially followed by immediate, but slow, deflation, indication of a leak. System leak test was carried out by submerging the entire device under water. Leak was then detected through a tear under the neck flange at the neck flange-shaft junction. Most likely cause of the fracture is device coming in contact with a sharp object prior to or during use, improper reprocessing including cleaning with a sharp wire brush or similar sharp tool, or repeated push-pull or bending forces applied to the device during use. Since the device was in use for over a month, it is likely not to be a manufacturing related defect. The instructions for use state to thoroughly inspect for signs of damage or wear prior to each use. It also notes to guard against product damage by avoiding contact with sharp edges and avoid use of hard bristled brushes or sharp wire mounted swabs during reprocessing as damage to the tube surface could occur.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after about 4 weeks of use, the tracheostomy tube was found to be leaking at the inflation line. No adverse health outcome resulted from this event.